Manufacturer narrative:
This device is classified as import for export, therefore 510k is not applicable. Model ec34-i10l-us is available in the USA with a 510k number k131855. (B)(4). If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
Pentax medical was made aware of a complaint which occurred in the united states stating "no video image" involving pentax medical video colonoscope, model ec34-i10l, serial number (B)(4). The event was reported to occur in the operating room before use. There was no report of death, serious injury, or other significant/ important medical event. The customer owned endoscope was received by pentax medical for evaluation on 02-sep-2021. The endoscope was inspected by pentax medical service under service order (B)(4) and the technician confirmed the user complaint of image blackout and also documented the following inspection findings: image distortion and audible noise when plugged to processor, passed dry leak test, control body grip scratched, pve connector housing scratched. The device underwent repairs including the following components: o-rings and seals, pcb for ccd drive pb-free, electrical connector assy. Model ec34-i10l, serial number (B)(4) has been routinely serviced at a pentax facility since the device was put into service. On 15-sep-2021, a device history record (DHR) review for model ec34-i10l, serial number (B)(4) was performed by the manufacturer. The DHR review confirmed the endoscope was manufactured in the (B)(4) facility on 01-jul-2016 under normal conditions, passed all required inspections, and was released accordingly. Also, there were no reworks or concessions and the dates of approval for shipment and actual date shipped were confirmed for 04-jul-2016. The endoscope was is awaiting repair completion and approval by final qc as of 24-sep-2021.